Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hernia coincident with automated peritoneal dialysis (apd) therapy. The cause and the location of the hernia was not reported. It was not reported if the patient was hospitalized for the event. Treatment and outcome for the event was not reported. It was not reported if apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.